Event description:
It was reported that, during an open frey procedure ¿clean blade¿ was displayed on the 1st gen11 (1111438058). It was cleaned, and the error cleared briefly, but ¿replace instrument¿ was displayed. The procedure was resumed. It was noticed that the tissue pad was damaged, so the device was replaced. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 5/7/2026. D4 batch #: z7042k. Additional information was obtained: -the tissue pad peeled off at outside the patient's body, and the damaged pad fragments have been discarded of at the facility. -there was no bleeding or tissue damage, and no additional treatment was needed. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the blade scratched and cracked. The blade broke off during functional testing. During functional testing to the energy systems, an alert screen was displayed. The tissue pad was not detached as reported by the customer. Additionally, photos were provided and they are not related the device was disassembled to verify the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch z7042k, and no non-conformances were identified.